Event description:
Reportedly, after being intubated for approx 24 hours, the 11 month old, mildly sedated, restrained female pt (weight 8 kilos), self-extubated when she turned her head. The tape on the rsp endotracheal tube holder, catalogue number h4054, (used with a mallinckrodt endotracheal tube), had separated from the foam. Oral secretions were moderate. A "possible lesion to the airway was an intubation injury", stated the neonatal intensive care unit respiratory coordinator. A mallinckrodt endotracheal tube was used, therefore, any intubation injury in not attributed an rsp product. The neonatal intensive care unit respiratory coordinator further stated, "the skin irritation was unremarkable; it was no more than a slight rash or localized irritation from the tape used." The infant was re-intubated without incident. Cleaning protocol at this facility, while the holder is in place, includes wiping the infant's face with sterile water on a cloth. Products used prior to placement of the holder on the infant's face may include alcohol. Mastasol, benzoin, detachall and clinic-pads, used at this facility, have a high concentrate of alcohol. Two unsuccessful attempts, via telephone, (11/24/98 and 12/2/98), were made to obtain the lot number of the device involved in the event. Under the direction of the hospital's risk management dept, the rsp endotracheal tube holder (and mallinckrodt endotracheal tube) has been setn to the FDA, instead of being returned for evaluation.